Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer air dermatome malfunctioned while being used on patient compromising skin graft for a left posterior shoulder wound. There was a split thickness skin graft from the left thigh to left posterior shoulder wound (130 cm2). No patient consequences have been reported.

Event description:
It was reported that the zimmer air dermatome malfunctioned while being used on patient compromising skin graft for a left posterior shoulder wound. There was a split thickness skin graft from the left thigh to left posterior shoulder wound (130 cm2). No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is unknown if the customer returned an air dermatome device since the serial number is unknown and can¿t be looked up. The customer follow-up from the hospital was suspended due to lack of customer response. It is unknown if zimmer biomet surgical has previously repaired/evaluated this air dermatome since the serial number is unknown. The customer follow-up from the hospital was suspended due to lack of customer response. The device history record (DHR) was not performed since the serial number is unknown. The customer follow-up from the hospital was suspended due to lack of customer response. The records for the initial qa inspection and repair of the air dermatome by zimmer biomet surgical cannot be looked up since an identifier for the device was not provided during customer follow-up from the hospital or when the event was reported. The reported event was non-verifiable since the device has not been evaluated. The root cause of the device malfunctioning cannot be specifically determined with the provided information since the needed information to determine this cannot be located without a serial number. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.